Event description:
A peritoneal dialysis (pd) patient reported she discovered a fluid leak. She was setting up her treatment when she noticed fluid inside the cycler door on the pump heads. This was suspected to be a leak that went unnoticed from her treatment the previous night. She was advised to discontinue using the cycler until it could be replaced and switched to manual treatment. She had already discarded the cassette. During later follow up the patient reported that her effluent was clear. There were no signs of infection and no prophylactic antibiotics were administered. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.